Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was experiencing an issue with 'other message'. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue occurred in the morning of (B)(6) 2011. The patient stated that he manages his diabetes with insulin, 26 units of n and 16 units of r, and took his usual, daily dose of medication in response to the reported issue. Two days after the alleged product issue occurred, the patient developed symptoms of 'sweats, weakness, and nausea' and immediately after, self treated with food/drink in response to the symptoms and 'felt better afterwards'. The cca noted that the alleged issue remains unresolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received treatment after the alleged product issue occurred.